Event description:
It was reported that this right atrial (ra) lead had triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Atrial lead testing showed high out-of-range pace impedance measurements >3,000 ohms in unipolar and bipolar configuration, no capture at maximum outputs, and only sensing at 0.15 mv in bipolar configuration. The patient's intrinsic rhythm was 60-70 bpm, and the device was programmed to vvi 50 bpm. The patient reported some palpitations. A follow up visit was scheduled to discuss possible lead revision. This ra lead remains implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.